Event description:
It was reported that high impedance was observed on the patient's vns. The patient's vns was programmed off and the patient was referred for a consult. A review of device history records revealed that the generator and lead passed quality control inspection prior to distribution. The patient underwent vns lead replacement surgery due to an observed lead fracture. The patient also had reported feeling painful stimulation in his neck. The explanted lead has not been received by the manufacturer to date. No additional relevant information has been received to date.

Event description:
The explanted lead was received by the manufacturer. Lead product analysis was completed. The alleged lead fracture and painful stimulation was not confirmed during analysis of the returned lead portion in the product analysis, or pa, lab. The portion of the lead containing the electrodes was not returned and, therefore, analysis could not be made as to that portion of the lead. A set of setscrew marks were identified near the end of the connector pin, indicating that the lead pin may not have been full inserted into the generator. No additional setscrew marks were identified. What appeared to be canted spring indentations were observed on the rear end of the small front o-ring. The marks were evidence of a potentially insufficient mechanical contact between conductive surfaces of the generator and connector ring, resulting in a suspect electrical connection. No discontinuities were identified during the continuity tests performed. The condition of the returned lead portion was consistent with those typically following explant. There was no evidence to suggest discontinuities in the returned lead portion. However, incomplete lead pin insertion may have contributed to the high impedance. Based on the information from product analysis, incomplete lead pin insertion may have contributed to the high impedance. However, it was noted that a fracture was observed during replacement.